Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from the date of manufacture 10/22/2008 to the present date 01/04/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported the device was alarming check IV set when not even loaded. Followed diagnosing and prep in manual and no change in alarm status. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device was alarming check IV set when not even loaded. Followed diagnosing and prep in manual and no change in alarm status. No patient involvement.